Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h4/h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that a white crystallized foreign material was found adhered to the channel, however, the specific material could not be conclusively identified. It was noted that the material may be an infacol (simethicone) type product. Additionally, the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: cf-ez1500dl/I operation manual "chapter 3 preparation and inspection" shows how to detect the event. Cf-ez1500dl/I reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customers allegation was confirmed. The evaluation found the following: light cover glasses was chipped, light cover glass adhesive was worn, optical cover glass was chipped, optical cover glass adhesive was worn, distal end adhesive was worn, the up/down and left/right angle all failed testing, the air channel volume failed testing, the water removal and water channel volume failed testing, the air channel is cloudy in appearance indicating contamination. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope had no flow from the main air water system. The issue occurred during maintenance with no procedure involved. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: contamination evident in the water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.